Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the cartridge was not recognized during the load cartridge step. There is no additional information available at this time. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012. The pump history indicated that loss of cartridge detection occurred. During evaluation the alleged malfunction could not be duplicated. During evaluation the load step was performed and the piston did not move. The pump was primed and the pump emitted an occlusion alarm. The pump was opened and a component in the force sensor circuit was found to be detached. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.